Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 excel 36khz straight handpiece was not functioning properly. The date of the event was not specified. It was unknown whether the device was in contact with patient, if there was any injury, or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation and it was identified that the handpiece had a cooling water alarm due to a damaged handpiece housing. Also noted was a worn out cable and coilform which were replaced. The device was not confirmed as over-torqued by the service centre. The cause of the complaint incident was due to a damaged handpiece housing.

Event description:
N/a

Manufacturer narrative:
The product was not returned for evaluation. The device history record review reveals no anomalies that could be associated with the complaint incident. Evaluation was unable to be performed and no root cause was determined. The complaint was not confirmed.